Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the limited information available, the liberty select cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the adverse event.

Event description:
It was reported the patient was receiving draining messages but the exact messages could not be confirmed. The inpatient services registered nurse (isrn) stated that the patient was draining at a slow rate and was in the hospital due to having abdominal pains so they were not able to adjust the patient into an upright position. The patient was laying flat on their back. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.